Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, upon opening the device package, prior to use for a procedure involving removal of ureteral stones, an ncircle delta wire tipless stone extractor's basket would not open and the handle was damaged. The package was intact. The device did not make patient contact. Another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in an open package with label. Upon inspection, no damaged to the device was noted. A function test was performed and the basket formation did not open/close when handle was actuated. It appears the basket sheath is damaged adjacent the support sleeve. A specific cause for the failure was not identified. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR) for the reported lot, and no related non-conformances were identified. A database search for complaints on the reported lot found five additional complaints for open/close related issues reported from the field. The lot was placed on stop ship to prevent any returned unused product being shipped to other customers. Field action assessment was completed, which concluded that a heightened patient risk is not expected to occur as a result of this issue; consequently, no further action was taken. There is no evidence to suggest other lots in house or in the field have been impacted. Cook also reviewed product labeling. The extractor was supplied with IFU, t_ntse_rev1 which includes the following: precautions ¿ these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, a specific cause of the complaint could not be established, it is not possible to rule out manufacturing as contributing to the complaint. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, upon opening the device package, prior to use for a procedure involving removal of ureteral stones, an ncircle delta wire tipless stone extractor's basket would not open and the handle was damaged. The package was intact. The device did not make patient contact. Another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.